Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database recovery was failed and had an unexpected error. A technical support specialist (tss) dialed into the station and identified the database in suspect state. Dbcc checkdb was run as per knowledge article, confirming corruption with repair allow data loss as the minimum repair option. Database files were copied to d:\csc\08365222, and sync status was verified using the sql query, confirming all transactions were processed; last upload was on (B)(6) 2026 10:19:26. Recovery rollback was initiated but took unusually long and failed. The tss informed the customer via outbound call about the failed recovery. As the database remained in suspect/emergency state, the case was assigned to fst to check the hdd. The field service engineer (fse) subsequently reimaged the station, removed unnecessary hardware, and synced it to the server. The station became fully operational, and the customer was able to log in successfully. Issue resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a station database recovery failed. An unexpected data error occurred, and the system displayed the error message: "cannot open database 'dsclientoltp' requested by the login. The login failed." As a result, the station was unable to complete the database recovery process. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.